Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient complained of discomfort due to the ins moving in the pocket. The surgeon sutured the ins to the fascia. The issue was resolved. There were no further complications reported.